Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification, mild tortuosity and 80% stenosis with diffused disease. The lesion was serially pre-dilated with 1.5x12 mm and 2.0x12 mm mini trek balloons at 8 atmospheres. The 3.0x38 mm xience sierra stent was deployed at 10 atmospheres and a distal dissection was noted. A 2.75x18 mm xience sierra stent was used to complete the procedure and treat the dissection. There were no reported adverse patient sequela. No additional information was provided.